Event description:
It was reported that the left ventricular lead had no capture. The lead was capped and not replaced as the patient's left ventricular function was noted to have improved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.